Event description:
Site reported that an unusual spark occurred and left a small residue on patient's nose during a clarity ii treatment using 3mm spot size with I type tip. It was noted that patient's skin was properly prepped prior to treatment, and there were no obstructions or external factors in the laser path that could have contributed to the event. The residue was limited to the treatment tip area, and no visible changes, burns, or adverse effects were noted on the client's skin. Site shared photo of black residue before it was wiped, and a photo of it after it was wiped. No skin changes or issues were observed in the after photo. On (B)(6) 2025, site called back to relay issue was still occurring. A cynosure clinical trainer was also there and experienced the same issue.

Manufacturer narrative:
A cynosure lutronic field service engineer (fse) went to the customer site for device evaluation. The device was subjected to multiple tests with results confirming it was within manufacturer specifications. Fse replicated treatment parameters and no irregularities detected during testing. No abnormalities were found with treatment tip, optics, or handpiece. At this time, it is unknown what contributed to the reported malfunction. Although the device was found to be operating as expected the investigation to identify root cause to determine if a true device malfunction occurred is still ongoing. A final MDR will be submitted once further investigation has been completed. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an initial MDR.